Event description:
It was reported that the patient with this pacemaker was syncopal and before the syncopal episode, had bradycardia. Technical services (ts) was consulted and reviewed stored data. Ts reviewed the sudden brady response (sbr) algorithm and how based on stored data it was functioning appropriately. Ts recommended using a holter to monitor the patient and check if the sbr algorithm could help with the patients rhythm. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this pacemaker was syncopal and before the syncopal episode, had bradycardia. Technical services (ts) was consulted and reviewed stored data. Ts reviewed the sudden brady response (sbr) algorithm and how based on stored data it was functioning appropriately. Ts recommended using a holter to monitor the patient and check if the sbr algorithm could help with the patients rhythm. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates that the patient's physician does not believe the reported symptoms are related to the device, with the reported bradycardia been due to their premature ventricular contraction (pvc) tricking the patients heart monitor. The patient was to be examined by their physician but they declined and instead opted to have an a follow up appointment at a later date. This device remains in service. No adverse patient effects were reported.